Event description:
It was reported to boston scientific corporation that a clear renal sheath was used for a stone removal during a percutaneous nephrolithotomy (pcnl) procedure performed sometime in october 2023. Seven days post-procedure, the patient developed hematuria due to a pseudoaneurysm, requiring an interventional radiology (ir) embolization the following day. Per physician's assessment, the event was serious, was possibly related to the device, and was causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of october 08, 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023, and the day of adverse event reported at seven days (pod7) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1302 captures the reportable event of "hematuria." Imdrf patient code e0513 captures the reportable event of "post op pseudoaneurysm." Imdrf impact code f23 captures the reportable event of "ir embolization."